Event description:
While wearing the external equipment, the patient reportedly experienced sound perception problems followed by loss of lock. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Surgery to explant the patient's device has been scheduled.